Manufacturer narrative:
Technician found faulty casters caused the brakes casters to swivel when pushed in brake position. Replaced all four casters to resolve this issue.

Event description:
Info received indicated that all 4 brake casters would swivel when pushed in brake position. No injury alleged.